Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("perforation (uterus)/expulsion of essure device") and pelvic pain ("pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section. Concurrent conditions included depression, uterine prolapse and dysfunctional uterine bleeding. Concomitant products included alprazolam (xanax) and imipramine hydrochloride ("imipramine"). In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary infection"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping),"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), bladder prolapse ("prolapsed bladder"), abdominal pain ("abdominal pain") and urinary incontinence ("infection (bladder/ urinary tract/vaginal) type:weak bladder"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, bladder prolapse, weight increased and urinary incontinence outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, dysmenorrhoea and abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, bladder disorder, bladder prolapse, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, pelvic pain, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery patient had three coils visualized on left & four coils on the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina: in 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs received. Events:abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: weak bladder/infection, bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), expulsion of essure device, pain, vaginal discharge,perforation (fallopian tube(s), perforation (uterus), weight gain, other injury(ies) or complication(s) please describe: prolapsed bladder, abdominal pain were added. Lab data, concomitant drugs, concomitant disease, historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s)", uterine perforation ("perforation (uterus)/expulsion of essure device") and pelvic pain ("pain/ pelvic") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section. Concurrent conditions included depression, uterine prolapse, dysfunctional uterine bleeding and obesity. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro), imipramine hydrochloride (imipramin) and ranitidine. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection"), dyspareunia ("dyspareunia (painful sexual intercourse),"), dysmenorrhoea ("dysmenorrhea (cramping)/ severe cramping") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("urinary infection") and bladder prolapse ("prolapsed bladder"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), abdominal pain ("abdominal pain"), urinary incontinence ("infection (bladder/ urinary tract/vaginal) type:weak bladder"), ovarian cyst ("right ovarian cyst with ulcerative apprearing lesion/ cysts around ovaries") and ulcer ("right ovarian cyst with ulcerative apprearing lesion"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and hysterectomy with bilateral salpingectomy, oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, uterine perforation, pelvic pain, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, bladder prolapse, weight increased, urinary incontinence, ovarian cyst and ulcer outcome was unknown, the vaginal haemorrhage, menorrhagia, cystitis, dysmenorrhoea and abdominal pain had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, bladder disorder, bladder prolapse, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, ovarian cyst, pelvic pain, ulcer, urinary incontinence, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery patient had three coils visualized on left & four coils on the right ostium. Current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Ultrasound scan vagina: in 2009: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-dec-2018: pfs received. Evenst added: right ovarian cyst with ulcerative apprearing lesion. Concomitant disease, concomitant drugs were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.